Event description:
After oocyte pick-up (7 cases in 1 year period vs 1 case/year usually), haemoperitoneum appears. None of ovum pick up (opu) needles were kept for investigation. This (B)(4): customer ref number: (B)(4): oocyte puncture complicated by haemoperitoneum. Hospitalisation for monitoring without indication for surgical management. Related complaints: (B)(4): customer ref number: (B)(4): oocyte puncture for ivf complicated by haemoperitoneum requiring laparoscopic revision in the operating theatre. (B)(4): customer ref number: (B)(4) haemoperitoneum on day 1 of oocyte puncture requiring surgical management. (B)(4): customer ref number: (B)(4): follicular puncture complicated by a large haemoperitoneum (1.4l) due to non-active bleeding, requiring revision in the operating theatre by laparoscopy. (B)(4): customer ref number: (B)(4): haemoperitoneum 2 days after oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre. (B)(4): customer ref number: (B)(4) moderate haemoperitoneum following follicular puncture. In-patient monitoring not requiring surgical management. (B)(4): customer ref number: (B)(4) haemoperitoneum following oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre.

Event description:
After oocyte pick-up (7 cases in 1 year period vs 1 case/year usually), haemoperitoneum appears. None of ovum pick up (opu) needles were kept for investigation. This (B)(6): customer ref number: (B)(4): oocyte puncture complicated by haemoperitoneum. Hospitalisation for monitoring without indication for surgical management. Related complaints: (B)(6): customer ref number: (B)(4): oocyte puncture for ivf complicated by haemoperitoneum requiring laparoscopic revision in the operating theatre. (B)(6): customer ref number: (B)(4) haemoperitoneum on day 1 of oocyte puncture requiring surgical management. (B)(6): customer ref number: (B)(4): follicular puncture complicated by a large haemoperitoneum (1.4l) due to non-active bleeding, requiring revision in the operating theatre by laparoscopy. (B)(6): customer ref number: (B)(4): haemoperitoneum 2 days after oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre. (B)(6): customer ref number: (B)(4) moderate haemoperitoneum following follicular puncture. In-patient monitoring not requiring surgical management. (B)(6): customer ref number: (B)(4) haemoperitoneum following oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre.

Manufacturer narrative:
Related complaints: (B)(6): customer ref number: mv25-74: oocyte puncture for ivf complicated by haemoperitoneum requiring laparoscopic revision in the operating theatre. (B)(6): customer ref number: (B)(4) haemoperitoneum on day 1 of oocyte puncture requiring surgical management. (B)(6): customer ref number: (B)(4): follicular puncture complicated by a large haemoperitoneum (1.4l) due to non-active bleeding, requiring revision in the operating theatre by laparoscopy. (B)(6): customer ref number: (B)(4): haemoperitoneum 2 days after oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre. (B)(6): customer ref number: (B)(4): oocyte puncture complicated by haemoperitoneum. Hospitalisation for monitoring without indication for surgical management. (B)(6): customer ref number: (B)(4) moderate haemoperitoneum following follicular puncture. In-patient monitoring not requiring surgical management. (B)(6): customer ref number: (B)(4) haemoperitoneum following oocyte puncture, requiring repeat surgery by laparoscopy in the operating theatre.